Event description:
It was reported that during a laparoscopic appendectomy procedure, the device was fired across the base of appendix. The staple line looked normal, but some unformed staples in peritoneal cavity were noticed. It was irrigated and closed. Three days later pt spiked a fever and white count. An open laparotomy was performed and found the stump of appendix wide open. Additional cecum was resected with a different device.